Event description:
It was reported that during filter deployment, the upper elements of the filter could be advanced outside of the introducer sheath; however, the lower elements remained caught within the introducer sheath. Reportedly, one of the legs was wrapped around the rest of the legs inside the introducer sheath. The physician attempted to push the filter out with the pusher wire and a dilator; however, the filter still could not be advanced out of the introducer sheath. The filter was successfully removed from the pt with a recovery cone removal system. Another vena cava filter was successfully implanted in the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The delivery system was returned for evaluation. The sheath was cut, approx 5mm proximal to the distal marker, to expose the inner layer. Scratch marks underneath the surface of the sheath were visible; three of the scratches appeared to be deeper than the rest of the scratches in the area. All dimensional measurements taken were within specification. As stated in the reported in the event, the user was able to deploy the upper elements, but was having difficulty to deploy the lower elements. This could be caused by the user repositioning the filter during deployment. The user could have partially deployed the filter so that the arms are outside of the sheath in order to position the filter, and may have unintentionally pulled back on the pusher wire, which can cause the filter feet to pop out of the spline and drag through the inside layer of the sheath. This is shown by the diagonal scratches seen on the inside of the sheath. These scratches indicate that the filter was twisting in this area, possibly from the user trying to push the filter out. Note, per the IFU, the y-adapter and storage tube assembly should be retracted in one smooth, continuous motion. In addition, there were also two large groove marks on the sheath, which were likely caused by two filter feet dislodging from the spline and engaging into the sheath wall. As the user was trying to push the filter out, it was causing the feet to dig further into the sheath. Case images were received and reviewed; the images showed the deployment and the filter retrieval. The image show the filter legs bunched together and it appears that the filter is not fully deployed out of the sheath, as the legs are very close to the marker band. Based on the information available, the investigation results confirmed the complaint for difficult to deploy. It is highly likely that this complaint could have been caused by user error; however, the definitive root cause is unk. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. The y-adapter and storage tube assembly should be retracted in one smooth, continuous motion.